Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was not reported if the patient was hospitalized for the event. The same day as the event onset, patient was treated with amikacin injection (250mg, intraperitoneal, once daily, discontinued) and linezolid tablet (600mg, oral, twice a day, discontinued) for peritonitis. Three days after the event onset, the linezolid tablet dose was decreased to (300mg, oral, twice a day, discontinued) for peritonitis. At the time report, the patient has recovered from the peritonitis event. Pd therapy was ongoing. It was reported that retraining was done for the patient and the caregiver. No additional information is available.